Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested via mail on 08/06/2010, 08/23/2010 and 08/27/2010; via fax on 08/23/2010; and via phone on 08/23/2010, 08/30/2010 and 08/31/2010. Add'l info has been requested. (B)(4).

Event description:
Adverse event(s): "eye infection" (infection); "allergic conjunctivitis" (conjunctivitis). Product problem(s): "none reported" (no information). A consumer reported two years ago his son experienced an eye infection following the use of this product. He stated his son went to the doctor and was treated with an unknown medication. He noted his symptoms did resolve. On 08/30/2010, a tech reported the patient was seen in the office in 2007, and was diagnosed with allergic conjunctivitis and contact lens overwear. She stated the optometrist prescribed the patient artificial tears and an antihistamine. She reported it is unk if this event is related to the solution.